Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets kinked cannula events on (B)(6) 2025. The events occurred after three or more hours of insertion. The insertion site was the upper buttocks. The infusion sets were used for 4 to 6 hours. Blood glucose level was 600 mg/dl at the time of the event and patient took correction bolus via pump itself to resolve the issue. Patient was found positive for ketones level and ketones level were found to be dangerous/life threatening. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.